Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (communication failure) was confirmed. Upon eval, j702 (trunk cable connector) component was pulled from the distribution node (dn) pca board. The cause of the communication failure is the detached j702 connector. The root cause of the damaged component cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged cable and wires.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt was unable to communicate with a test monitor.